Event description:
Pilot balloon had pulled away from the inflation line in use. Almost immediately a leak was noted however the tube remained in place for approximately 12 hours during which time they compensated with increased volume.